Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patient¿s concern of the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side exchange from textured to smooth, due to the patient¿s concern of the product. Healthcare professional, later reported, "unable to sterilize, due to rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/ procedure: unable to observe, since it is a medical event. And is not related to the device. Rupture: no observed. Additional observations: deformation observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20/may/2024.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient¿s concern of the product. Healthcare professional later reported "unable to sterilize due to rupture". Device has been explanted.